Manufacturer narrative:
(B)(4). The insulin pump had blank display due to moisture damage on lcd board. Unable to perform idle current test, run current test, self test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. No moisture damage on motor noted. Pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture was no longer working. The customer¿s blood glucose was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.